Event description:
Patient underwent a breast implant exchange s/p [status post] left mastectomy. The removed implant was discoid white-opaque silicone-like consistent with intact breast implant, no defects noted but focal yellow streaks identified within the implant.